Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with high pacing threshold on the right ventricular lead though the lead was capturing intermittently. The lead was explanted and replaced. During procedure, physician elected to electively explant the device with 1 year of battery life remaining. No device malfunction alleged. The patient was stable.